Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure it was noted that there is slow and intermittent filling from the gas tanks. They have tried new regulators, stop cocks and new tanks. This has not resolved the issue. There has been no harm to patient. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Based on information reviewed following submission of the initial report, this event does not meet criteria for reporting as a (serious injury / device malfunction / incident). The manufacturer internal reference number is: (B)(4).